Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "instability of left total knee arthroplasty." Update 08 august, 2019: medical review has identified additional info: primary left total knee arthroplasty was performed on (B)(6) 2010, using a triathlon cr knee with 11-mm x3 cs insert on a primary baseplate. The first year postoperative went reasonably well but patient presented again to surgeon on (B)(6) 2012, with progressive left knee pain, a ¿weak knee¿ with feelings of giving way and ¿popping¿ sensations. Upon physical examination ¿no gross instability¿ was reported although subtle instability signs were still noted. A decision for revision with exchange of the bearing was established and performed on (B)(6) 2012, with exchange of the 11-mm cs bearing for a 16-mm cs bearing while retaining femur and tibia. Med review also identified 2 subsequent revision of this patients knee. This pi is for revision of the primary implanted on (B)(6) 2010 and revised on (B)(6), 2012.

Manufacturer narrative:
An event regarding instability involving triathlon insert was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. The is no allegation against the patella which was not explanted during this surgery. The surgery consisted of a exchange of the insert to a thicker insert, evidently to increase soft tissue tension and reduce the reported instability. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "instability of left total knee arthroplasty."